Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms one of the green cam arms is missing from the device. The missing cam arm was not returned with the device. There are also multiple scratches and gouges on the bumpers of the device. The device was manufactured in 2014. The device exhibit signs of significant wear/ usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, the green plastic piece chipped during impaction. There was a backup device available. There were no delays in the procedure and no patient injuries reported.